Manufacturer narrative:
Patient ID also reported as (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Part: fgs-1100, synthes lot: 20e001, supplier lot: (B)(4), release to warehouse date: june 25, 2020, supplier: (B)(6). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was implanting a fibulink and the suture broke. He left the tibial screw in the tibia and removed the rest of the implant. Procedure was completed with a ten (10) minute delay. There is no plan to remove the screw. This report is for a fibulink® syndesmosis repair kit. This is report 1 of 1 for (B)(4).